Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received by abbott, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. The delay of the procedure did not result in a serious injury or death to the patient, and as the customer is still using the amplifier with no continued issues, a device malfunction was not confirmed nor reproducible. Since no malfunction was confirmed, this event no longer meets reporting criteria for a reportable malfunction.

Event description:
During an svt procedure after the patient was prepped, it was reported that there was no communication between the workmate claris amplifier and the dws causing a delay. The issue was resolved after restarting the workmate claris system three times. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. One claris¿ amplifier 120 channel sn: (B)(6) was received for evaluation. It was noted that during the channel walk test, a packet rate condition appeared. This was isolated to the firmware of the single board computer (sbc). Based on the investigation and information provided to abbott, the reported event was confirmed, and the root cause was attributed to the firmware of the sbc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
The device was received for evaluation. This report includes an updated analysis.